Event description:
It was also reported that the patient underwent a revision surgery to replace the abutment on (B)(6), 2024 under general anesthesia.

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. The patient was reimplanted with another cochlear device on (B)(6) 2024.